Event description:
The customer complained of erroneous results when testing on her coaguchek xs meter with serial number (B)(4). The customer initially tested at 8:22 a.m. And the result was >8.0 inr. The customer tested again on the same meter, using a different finger, at 12:38 p.m. And the result was 2.6 inr. The customer thought the result of 2.6 inr was correct and only wanted this result reported to her physician. The customer's therapeutic range is 2.0-3.0 inr. The customer is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. No adverse event occurred. The customer is fine. The suspect product was requested for investigation. Relevant retention test strips (lot 119118-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter and test strips. The returned meter and test strips were tested in comparison to a retention meter and master lot strips. No error messages occurred. The returned material and the retention material meet the specification.